Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences engineering summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery provided by the site revealed the following: calcification on the native annulus. Per review of the imagery by an edwards lifesciences clinical specialist, circle method shows a size 26mm valve is too big, and there would be better sealing with a size 23mm valve. Per the engineering summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The commander delivery system is designed to be compatible with a guidewire to enhance trackability. The nose tip is designed to be atraumatic and provide better anatomical crossing, while providing a gradual dimensional increase. Articulation of the system is also instrumental in trackability to the target treatment zone. The ability to articulate allows the catheter to traverse the aortic arch over guidewire with minimal interaction between the delivery system nosecone, crimped thv, patient vasculature and calcification that may be present. Flex/articulation is designed to occur in one direction with minimal deflection from the flex plane. Catheter deflection angle, and deflection plane are verified for effectiveness. Flexion of the commander delivery system is validated, as articulation of the system is also instrumental in navigation through the anatomy to the target treatment zone while minimizing vascular interaction, including traversing the aortic arch, as well as crossing the native or surgical bioprosthetic in the most achievable, non-biased form. System materials are specified through design requirements, while manufacturing and packaging procedures include 100% inspection for loose fragments. Edwards has provided guidelines and instructions to physicians on visualization, assessment, and preservation of the vasculature, adequate preparation of the vasculature, the optional use of predilitation of the target valve, and proper use of flexion while performing navigation through the anatomy in the IFU and training materials/refresher training. In addition, edwards physician training program includes case observation/review, proctor qualification and refresher training. Review of prior similar events that were able to be confirmed indicates that patient and/or procedural factors can contribute to difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis. Patient factors such as calcification, tortuosity, small vessel size, or pre-existing vascular stent may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during tracking. Proper use of the guidewire is important as it serves to guide the delivery system during tracking and crossing of the anatomy. As such, poor guidewire positioning and/or loss of guidewire placement may cause the delivery system to interact with patient anatomy, leading to difficulty tracking/crossing. Additionally, navigating over a kinked guidewire or incorrectly sized guidewire may cause resistance between the guidewire and guidewire lumen, leading to difficulty tracking/crossing. Finally, excessive manipulation of the flex wheel may cause misalignment between components of the flex assembly within the delivery system handle, damaging the components and causing resistance or inability to fully flex the delivery system, leading to difficulty crossing the aortic arch and/or native annulus/bioprosthesis. In this case, the difficulty crossing the valve and subsequent device explant was unable to be confirmed. Investigation results suggest/indicate that patient factors (tortuosity, interaction with pre-existing valve) may have caused or contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from the united kingdom by our edwards lifesciences affiliate, difficulty re-crossing a commander delivery system through a malpositioned sapien 3 ultra valve and subsequent migration of the valve resulted in valve explant. After valve sizing for the transcatheter aortic valve replacement procedure, it was decided to use a size 23mm valve instead of a size 26mm valve. The valve was deployed with nominal volume but implanted lower than intended at 60/40 (aortic: ventricular), with moderate paravalvular leak (pvl) on the left coronary cusp. It was decided to post-dilate with the commander delivery system with an additional 2mls above nominal. There were difficulties re-crossing the valve with the delivery system due to steep angles. The sapien 3 ultra valve migrated further into the left ventricular outflow tract when trying to re-cross with the delivery system. The system was removed, the wire repositioned, and the system was reinserted. The valve was then post-dilated. This resulted in severe pvl above the valve as position of the valve was now sub annular on the right coronary cusp. The procedure was converted to surgery and the valve was explanted; a surgical valve was implanted successfully. The patient was stable post-procedure. It was thought that due to the low positioning of the valve and little calcification, the sapien 3 ultra valve moved further down into the left ventricle when trying to re-cross with the delivery system. Per field comments, a larger valve size should have been used to ensure anchorage.